Manufacturer narrative:
Device evaluated by MFR.: promus premier ous 4.0 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal and distal end of the crimped stent flared with struts misaligned. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was damaged and it failed to be delivered. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was damaged and it failed to be delivered. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.